Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The medium-large clip applier had one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The instrument was found to have grip input disk broken. Input disk 6 and 7 was found broken. Root cause of broken proximal instrument grip cable are attributed to damage to the cable during use or during reprocessing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier had a loose cable during clip application. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon was attempting to apply the clip to a vessel. The clip was unable to close. The customer used a new clip applier to continue the procedure.